Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium and potassium results on their cobas 8000 analyzer. The discrepant results were released to the doctor, but corrected by a phone call right after. The first patient's initial sodium result was 162 mmol/l. The repeat result was 142 mmol/l. The first patient's initial potassium result was 4.5 mmol/l. The repeat result was 3.9 mmol/l. The second patient's initial sodium result was 155 mmol/l. The repeat result was 139 mmol/l. The second patient's initial potassium result was 4.1 mmol/l. The repeat result was 3.6 mmol/l. The third patient's initial sodium result was 158 mmol/l. The repeat result was 140 mmol/l. The third patient's initial potassium result was 4.9 mmol/l. The repeat result was 4.3 mmol/l. Information on whether the patients were adversely affected was requested but not provided. The sodium electrode lot number was y45. The expiration date was requested but not provided. The potassium electrode lot number was f90. The expiration date was requested but not provided. A root cause could not be determined with the data provided. Additional details were requested but not provided. The field service representative went on site and performed some service. The analyzer was working to specification.